Event description:
Rptr was awakened by rescue crew after convulsions. Was told by crew that sugar was 20 mg/dl, transported to hosp and was told by dr that this was an extreme event in the fact that it required an abnormal amount of glucose. Normally they use 1-2 measured units of glucose, with each unit having the capability to raise blood sugar 150 mg/dl. They used a total of 5 units to get rptr to wake up and respond to treatment. The insulin pump was found to be empty when it should have had a 4-5 day supply of insulin left. Damages included convulsions, light brain damage (brain tracking speed reduced, memory loss). Bit off part of tongue. It took 5 men to subdue him for transport. Paramedics on scene said blood sugar was 20 and rptr would not respond to normal amounts of glucose dosages used in the general treatment of insulin reactions. He was told by the dr at community hosp that the amount of sugar used to correct was more than 150% of usual dosages.